Event description:
It was reported that the patient received two inappropriate shocks. The right ventricular lead was noted to have oversensing and noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Con product: 7232cx implantable cardioverter defibrillator (B)(6) 2005. (B)(4).